Event description:
It was reported that the ICD was explanted and replaced due to potential premature battery depletion. Patient was device dependent. No further information was provided.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).